Manufacturer narrative:
The prevena¿ incision management system lot number was not provided and was not returned; therefore, a device evaluation and device history record review could not be performed. Based on the information provided, it cannot be determined that the alleged infection and dehiscence are related to the prevena¿ incision management system. Device labeling, available in print, states: the prevena¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ dressing. Dressing components: to avoid trauma to the skin, do not pull or stretch the adhesive border of the dressing during application. Dressing application instructionscaution: if the dressing covers the umbilicus, the umbilicus must first be fully filled with an anti-microbial petroleum gauze prior to dressing application. Warnings: infection: the following symptoms may mean that your incision is infected. Call your doctor right away if you: have swelling at the dressing; feel feverish-have pus at the dressing site; feel an increase in soreness at the dressing-have redness around the dressing; feel itching at the dressing; feel warmth at the dressing; have a bad odor at the dressing. Infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). Silver in the interface layer of the prevena¿ dressing is not intended to treat infection, but to reduce bacterial colonization in the fabric. If infection develops, the prevena¿ therapy system should be discontinued until the infection is treated. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Contraindications: do not place foam dressings of the v.a.c.® therapy system in contact with exposed blood vessels, anastomotic sites, organs or nerves. Warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy.

Event description:
On 25-mar-2022, the following information was provided to kci by the nurse: on (B)(6) 2022, the prevena¿ incision management system was placed on the patient. On (B)(6) 2022, the patient allegedly experienced an infection and wound dehiscence. On 31-mar-2022, the following information was provided to kci by the nurse: on (B)(6) 2022, the patient underwent an abdominoperineal resection and had to go back to the operating room two times due to "ostomy was leaking in the abdominal cavity." Additionally, the patient received antibiotic treatment. The patient is currently stable and is improving. No additional information was provided. The prevena¿ incision management system lot number was not provided and was not returned, therefore a device evaluation and device history record review could not be performed.